Manufacturer narrative:
Additional information: the device was safely removed from the patient without intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the amphirion deep pta catheter was received within a sealed plastic biohazard pouch and loosely coiled within its opened labelled pouch. The lot number printed on the y-manifold is different than the lot number on the labelled pouch and the initial reported event description. Per the reported event, another balloon was used to complete the procedure. What most likely happened is the catheter was returned within the incorrect pouch and the pouch information was used to report the event. The amphirion deep pta catheter lot 217939789 2.0-2.5mm x 210mm on a 150cm working length catheter has sanguine biological residue within the inflation lumen of the y-manifold and balloon chamber. The balloon chamber was received in a post-inflation profile, (e.g. Not tightly wrapped or winged). A 10cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the guidewire lumen was flushed; a clear and steady stream of fluid was observed exiting the distal end of the catheter. A 0.014¿ guidewire was loaded with ease through the distal tip and navigated out the proximal hub of the y-manifold with ease. A water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum could be pulled. Sanguine residue entered the syringe barrel. A 20cc water filled syringe with manometer was attached to the inflation lumen luer lock and pressurized to 7atm and then to 14atm: the balloon chamber would not inflate. Most likely a combination of biological material and contrast has occluded the inflation lumen. The amphirion deep catheter was placed in a beaker of water within a sonicating bath under a pressure of 24atm for approximately 60minutes. At the end of 60minutes the amphirion deep catheter was still at 24atm and the balloon chamber had not been inflated. Based on the sanguine biological residue within the inflation lumen the customer experience of a pinhole leak was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep balloon to treat a chronic total occluded (cto-100%) lesion in the mid anterior tibial artery (ata). No damages noted to packaging and no issues noted when removing device from the hoop/tray. The device was prepped as per IFU. It was reported that during inflation, the balloon burst at 7atm. Burst type is a pin hole. All fragments were retrieved. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. Another balloon was used to complete procedure. There was no patient injury reported.